Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings on the adc blood glucose meter compared to readings obtained on the hcp meter. On (B)(6) 2018 at 6:00 p.m., customer received a reading of 409 mg/dl and "over-dosed" herself with novolog insulin. Customer experienced symptoms described as sweating and feeling unsteady at 6:45 p.m., and received a reading of 73 mg/dl on adc meter. Customer's friend called the paramedics who tried to get the customer eat something but she "did not feel like eating". A reading of 375 mg/dl was obtained on the ambulance meter at around 6:50 p.m., and the customer was treated with saline on the way to hospital. Upon arrival at the hospital, a reading of 275 mg/dl was obtained at 7:00 p.m. And customer was reportedly "treated for insulin overdose". Customer additionally reported that she was treated with reglan (metoclopramide), benadryl (diphenhydramine), lopamidol, and toradol (ketorolac) at hospital before discharging her after midnight. Customer was advised not to take metformin for 2 days because of CT scans contrast. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite passed all tests prior to release. A DHR for the freestyle lite strips was reviewed and the DHR showed the freestyle lite strips passed all tests before release. Retain testing was performed and all units performed within specification. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings on the adc blood glucose meter compared to readings obtained on the hcp meter. On (B)(6) 2018 at 6:00 p.m., customer received a reading of 409 mg/dl and "over-dosed" herself with novolog insulin. Customer experienced symptoms described as sweating and feeling unsteady at 6:45 p.m., and received a reading of 73 mg/dl on adc meter. Customer's friend called the paramedics who tried to get the customer eat something but she "did not feel like eating". A reading of 375 mg/dl was obtained on the ambulance meter at around 6:50 p.m., and the customer was treated with saline on the way to hospital. Upon arrival at the hospital, a reading of 275 mg/dl was obtained at 7:00 p.m. And customer was reportedly "treated for insulin overdose". Customer additionally reported that she was treated with reglan (metoclopramide), benadryl (diphenhydramine), lopamidol, and toradol (ketorolac) at hospital before discharging her after midnight. Customer was advised not to take metformin for 2 days because of CT scans contrast. There was no report of death or permanent impairment associated with this event.